Event description:
The patient (B)(6) bought an insulin needle on april 22th and used it for routine insulin injection on april 24th. During the injection, the patient found that the needle was not easy to inject after being inserted, and no liquid medicine flowed out. The patient came to the hospital the next day, and a new needle was replaced for the patient. Patient was also asked to observe the condition of the needle before use, to avoid direct contact of the needle with hard objects, and to ensure that the needle and pen can be paired. In addition, the patient was asked not to inject into the muscle when using it, but to use it subcutaneously. This is to prevent the needle from piercing the muscle tissue, which can easily cause the needle to deform and fail to discharge liquid, but did not cause obvious harm to the patient. Call center called failed to contact customer on june 6th, no relevant information has been verified. Sample availability: unknown sample availability details: unknown.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned, investigation was performed on the retain samples and no issues were observed. Therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.